Event description:
During preventative maintenance of the device, the field service rep reported that the pressure switch was bad. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.